Manufacturer narrative:
(B)(4).

Event description:
Procedure: inguinal hernia repair. According to the rptr: the pt reported an adverse reaction to covidien paritex progrip, which was implanted in 2011 for an inguinal hernia repair. Since the implantation of the parietex progrip mesh, the pt has experienced constant pin in his right testicle, his right groin up to his belly button, and down the inside of leg to the bottom of his foot. The pt feels an electrical jolt feeling between his testicle and leg. The pt has constant pain and spasms in his abdominal area. The pt's everyday living has been severely impaired due to the constant pain. To treat the pain, the pt is taking medication. The pt reports that his sleep is disrupted due to the pain and anxiety.